Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had been hospitalized with diabetic ketoacidosis. The reporter was unable to provide any additional information about the patient¿s blood glucose levels at the time, or any treatment that was received. The reporter was unable to troubleshoot the pump or provide any additional details at the time of the call. If additional information is received in relation to this alleged event, a follow up report will be filed. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump histories revealed on (B)(6) 2016, the pump gave a replace cartridge alarm at 04:09. The pump prime history indicated the pump was not primed again until 09:27 on (B)(6) 2016. This means that basal deliveries did not occur from 04:09 to 09:27 on (B)(6) 2016, which would cause the total daily dose to appear inaccurate for that day. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated.